Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 300 units. The user loaded a new cartridge successfully and resumed insulin delivery. Reportedly, the user's blood glucose (bg) level was in the 50's (mg/dl). It was unknown what the cause of the low bg was. The user disconnected the call and multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.